Event description:
It has been reported that during the procedure the dr was unable to inflate the balloon. Upon removal of the device from the pt, absence of the balloon was noted. The performance of a cardiac angiogram did not indicate the presence of the balloon. The pt is recovering. The device is being returned for co's evaluation.